Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat a mildly tortuous, mildly calcified left posterior tibial artery. A .014 ht command es guide wire was advanced and placed. The lesion was prepped with a 2.5x120 unspecified balloon. A 2.5x38mm esprit below the knee (btk) was advanced over the guide wire and deployed at the target lesion without issue. A second 2.5x30mm esprit btk delivery system was attempted to advance over the same command guide wire; however, became stuck before entering the sheath. The esprit btk was attempted to be removed, but remained stuck and separated on the command guide wire. The esprit btk remained outside the anatomy when the device separated near the wire exit port on the distal portion of the guide wire. A new unspecified wire and a new esprit btk were used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported shaft separation was confirmed. The reported failure to advance and difficulty to remove could not be replicated due to the returned condition of the device; however, the device was returned frozen on the procedural guidwire. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.